Manufacturer narrative:
The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's tip melted inside the body, 10 minutes after docking. There was no collision with another instrument. No fragments fell into the patient. The procedure was completing as planned but the patient outcome was not provided.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Arcing occurred at the tip of the instrument. Arcing occurred between the jaws. The tip was melted. Cauterizing was performed when the surgical task performed. The erbe generator was used. Cut 4 and coag 4 settings were used on the generator. There was no injury to the patient. Patient did not return to the hospital. Instrument was connected properly. There was no tip collision, and the tips did not touch staples, clips or sutures when energized. The jaws were not immersed in liquid or carbonized tissue. Video recording is not available.

Event description:
Refer to h11 for follow-up information.